Manufacturer narrative:
E1: Event city: (b)(6).Event Country: Belgium.Name: Medtronic Minimed.Country: United States of America.Street: 25000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325 . Based on the available information, this event is deemed to be a Serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.

Event description:
It was reported that patient have experienced high blood glucose and it was treated by Corrective bolus via insulin pump on (b)(6) 2026.